Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) had a damaged trunk cable. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable was pulled from the strain relief. The root cause of the strained trunk cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.